Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility returned the device for service. During service testing, the baxter repair technicain reported that the device under delivered. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.